Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit . The technician troubleshot the device and found a corroded ice-block sensor. The technician cleaned the sensor and the water tank. The system was proportionally refilled with 6 liter demineralized water.

Event description:
(B)(4). According to the customer: it was reported that the ice block in a hcu40 has grown too big. The incident occurred 5 days after the water was changed. Additional information: the incident occurred during start up of the device so there were no patient involved. (B)(4).